Manufacturer narrative:
.

Event description:
Initially, it was reported that the patient was experiencing a vasovagal response and the physician was unsure if the vns was causing it. The physician later reported that initially, the device settings were lowered and then programmed off to preclude a serious injury. The physician indicated that follow-up is pending. No additional relevant information has been received to date.

Manufacturer narrative:
Describe event, corrected data: initial report inadvertently omitted that device diagnostics were performed at the time of the event and were within normal limits. Lot#, corrected data: initial report inadvertently stated the incorrect lot # of the device. Device manufacture date, corrected data: initial report inadvertently omitted the manufacture date.

Event description:
It was noted that device diagnostics were within normal limits at the time of the initial report. It was reported that the patient¿s generator was replaced in surgery. The device history record for the generator was reviewed and showed all quality checks were passed prior to distribution. No additional pertinent information has been received to date.

Event description:
It was reported that the explanted generator was discarded. No additional pertinent information has been received to date.

Event description:
Follow up with the office of the treating physician showed that the patient¿s settings were noted to have been previously decreased at an unspecified point in the past. The generator was noted to be on in the referenced appointment prior to device replacement. The patient had not experienced a recurrence of a vasovagal response at that time. Clarification on the physician¿s assessment showed that he believed the vasovagal response was likely due to the high vns stimulation at the previous settings. The reason for the generator replacement was not related to the vasovagal response. No additional pertinent information has been received to date.